Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the nurse called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report an issue with universal surgical manipulator (usm) 3. The tse noted that the system was not connected to online at the time of the call. The customer reported that instruments were not moving correctly, and there was no error code but usm 3 was yellow. The customer had tried another instrument along with a new sterile adapter on usm 3, but it was still not behaving as expected. The customer brought in another patient side cart (psc) to continue with the operation. The procedure was converted to another da vinci surgical system with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes. The tse called the site to perform additional troubleshooting. The customer confirmed that there was no debris on usm 3. The tse asked the customer to try another sterile adapter, and the customer observed that not all discs were spinning, and some were slow. Additionally, the usm failed to recognize an instrument. The tse had the customer perform a power cycle, and the sterile adapters did not work after the system powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the 26016 error was triggered. Upon visual inspection, corrosion was found on gearboxes that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where degree of freedom (dof) 7 was found to be failing on the carriage friction test. The root cause is attributed to a defective component. The dof gearbox led to usm failures.